Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37752, serial # (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), implanted: explanted: product type programmer, patient. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a bent connector pin on the cable assembly.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging, the insr was not working at all, and the insr was not doing anything. The patient initially reported that the insr was not turning on, however, the patient also reported that she ¿guessed it was¿ and ¿it showed up where the patient had to plug it in.¿ it was noted that the patient had tried several different plugs and it did not work. In addition, the patient never got the ¿plug in¿ icon. The patient had noticed this problem on (B)(6) 2014, and she stated that ¿it was totally empty¿ and ¿it was not working at all.¿ when the insr was plugged in, the patient reported getting the green light on the desktop charger (dtc). It was later determined that there was a bent connector pin on the desktop charger (dtc); this appeared to have occurred through product use. The patient stated she needed to charge, the last time she had charged was ¿probably a couple of weeks¿ ago, and it would not turn on at all. It was also reported that the patient¿s ¿stimulation was completely empty,¿ so she could not turn on her stimulation at all. Stimulation was last felt about two weeks ago, and the patient was unable to turn on stimulation at night or during the day when she needed it. There was no patient harm reported, and reported patient symptoms included pain that went down the patient¿s legs. No outcome or troubleshooting/interventions were reported for this event. Follow up information was requested to determine whether the patient still had concerns regarding the device/therapy and whether the patient had received assistance from the healthcare professional or manufacturer representative. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included post lumbar laminectomy syndrome.